Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the tower door had failed due to hardware failure, displaying an error indicating it failed to stay closed despite being closed. The customer had opened it using keys, which temporarily cleared the hardware failure, but the issue recurred. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.